Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. System was incorrectly set to composite input instead of s-video. Result was that the navigation system was not automatically retrieving 2d flouro images. Video settings corrected to auto detect and send images. Reported issue could not be replicated. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The inaccuracy was alleged to be 1 centimeter in the inferior direction after taking fluoronav images with a c-arm. Inaccuracy was noted immediately after taking the images. Navigation was abandoned and the surgeon proceeded to use the c-arm for the remainder of the procedure. There was no delay of therapy. There was no impact on patient outcome.